Event description:
Blood leaked from the hemostasis valve of the sheath. It was reported that there was a crack in the sheath. (Event complications: none from the event-reported 7/27/98. (Pt's current status: unk-rpt'd 7/27/98.)